Event description:
Midline power glide pro catheter was found to have resistance upon removal of guide. The end of the catheter sheared off into patient arm. Evaluation was thought to be an insertion error but the same difficulty occurred with another user with same lot number midline device. All devices with same lot number have been pulled. Patient #1 required catheter retrieval under fluro. Patient #2 did not have a broken catheter in the arm but user stated resistance was felt and procedure was aborted prior to patient harm.